Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10368, 2134265-2016-10369, and 2134265-2016-10371. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa. A 21mm watchman ® laa closure device and a 27mm watchman ® laa closure device were each separately deployed in the laa; however, they were both fully recaptured as they were not the correct size for the laa. A 24mm watchman ® laa closure device & delivery system was then advanced via the same was. The 24mm watchman ® laa closure device was deployed; however, approximately 1-5 minutes prior to releasing the device a 7mm pericardial effusion was observed. The device was released. It was suspected that the feet of the closure device may have perforated the laa, but it was not confirmed as no contrast went from the laa into the pericardium. There was fluid around the heart, but there was no major clinical effect. Therefore, no intervention was necessary. There were no patient complications and the patient's condition was stable.